Manufacturer narrative:
The exact event date was not provided but a best estimate has been given. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on an unknown date. Confirmation testing using an unknown rt-pcr platform generated a negative result. No additional information, including patient treatment and outcome, was provided.

Event description:
The customer reported an unknown quantity of false positive results with the ID now covid-19 assay performed on unknown dates. Confirmation testing using an unknown rt-pcr platform generated negative results. Although requested no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m213667 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m213667, test base part number 190-430 / lot: m213667. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m213667 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible root cause is patient sample interference; substances in the sample itself may have interfered with the reaction. Other text : single-use; device discarded.